Event description:
It was reported that a user attempting first-time setup of a libre 3+ sensor with the abbott app could not see the abbott/libre 3+ option on the ilet and received an indication that the sensor was in use by another device. Symptoms included no clinical effects. Outcomes included no alerts, no alarms, and no impact to blood glucose. Investigation included remote troubleshooting, education, and a firmware update on the ilet, which completed successfully. Investigation of this case revealed a pairing and compatibility issue related to the sensor already being associated with another device, addressed through software update guidance and instructions to start a new sensor. It was concluded, based on previously established findings for similar reports, that the cause was user-device setup and pairing sequence with an external cgm app, resolved by software update and proper sensor workflow.